Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip and also have a cracked liquid crystal display window, cracked case display window corner and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage and crack. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.